Event description:
It was reported that the u-spo2 cable stopped working while in use on a patient. Customer reported that in their attempt to trouble-shoot, they replaced spo2 sensor first and then the u-spo2 cable. After exchanging the cable, the spo2 value was displayed on the tele-monitor. According to the customer, the u-spo2 cables were purchased from (B)(4) when they received new tele-monitors approximately a year ago. Other u-spo2 cables that were received at the same time are in proper working order. The cable appears to be in good condition with no visible tears in cable insulation or bent prongs. It was reported that there were no audible alarms or error messages. It just stopped working. The nurse changes the cable and it started to work again. There were no consequences or impact to patient.

Manufacturer narrative:
The returned cable was evaluated. During this testing, the cable was found to be non-functional. The cable was unable to draw any current from the power supply. A customer complaint history review was performed and no adverse trends were observed for this reported issue.

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.